Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported; there has been blood return since the catheter was inserted into the connector. Additional information received on 8/20/2025: this section of catheter was placed after the pre-positioned length, and the excess catheter needed to be trimmed. The blood return was a return of blood that persisted before the catheter was withdrawn to support the guidewire, and after flushing with saline, there was still a return of blood that flowed out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of blood backflow into the catheter was confirmed but the cause is unknown. A single photograph of catheter shaft tubing from the implicated 4fr single-lumen groshong nxt catheter was returned for evaluation. The segment did not contain the distal valve; therefore, visual examination of the valve could not be conducted. Red residual material, consistent with blood residue, was seen within the catheter lumen. No additional damage to the device was apparent in the returned photograph. The presence of blood within the catheter lumen supported the complainant¿s description of the reported event. However, there were no distinguishing features in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.